Event description:
It was reported that the patient presented at a non-clinical environment. It was noted that the implantable cardioverter defibrillator performed inappropriate anti-tachycardia pacing due to incorrect identification of supraventricular tachycardia. Programming changes were performed. The patient was in stable condition.